Manufacturer narrative:
Complaint confirmed. It was observed the driver tip was broken, but the broken anchor and the missing driver tip were not returned for evaluation. Some likely causes for this event to occur are improper bone prep, not inserting the implant co-axial to the bone tunnel, and/or prying/leveraging the driver while the implant is still loaded.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a thumb dislocation and ligament repair procedure, upon inserting the ar-1317ft nano corkscrew (lot: 10348527), the top proximal portion of the metal anchor broke off. The broken piece was retrieved, but the suture frayed and the portion of the anchor within the bone could not be removed. The surgeon attempted to remove the anchor from the bone using a small hemostat, but no avail. The surgeon then attempted to use two more ar-1317ft from the same lot, but both devices snapped upon insertion. The rep stated the broken pieces and implants from the additional two ar-1317ft were fully retrieved and removed from the patient. A larger metal anchor was brought in and used to complete the procedure without further issue. The bone was prepped by using the k-wire that comes with the anchor, and a pin driver was used to make the pilot hole. There was not an arthrex rep present during the procedure. The bone quality is unknown. The rep stated all retrieved anchors and inserters will be returning for evaluation. No additional incisions were made.